Event description:
Device was implanted during a spinal fusion surgery and subsequently removed due to a defect in the product, i.e., slippage due to loosening screws. The hardware was returned to the MFR for investigation by their labs, rather than the pathology dept of hosp. Rptr has been trying unsuccessfully for six months to get a report on the rod from the MFR, as promised. It is rptr's understanding that if there is a situation such as this, the MFR must report it to the FDA. Rptr would like to know if the MFR submitted a report and to get a copy of any file. Rptr is now in constant pain from another rod that hadn't been removed but is now also loose. It has been recommended to rptr that it too be removed.